Event description:
It was reported that during a percutaneous peripheral intervention (ppi) procedure, a balloon rupture occurred. The 99% stenosed lesion was located in the moderately tortuous left superficial femoral artery (sfa). The physician advanced a 3 x 20mm x 144cm coyote es balloon catheter to the lesion, the balloon ruptured on the first inflation to 8atm. The procedure was completed with a different device. No complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated my manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).